Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right ventricular (rv) channel setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the rv channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. The clinical observations were confirmed.

Event description:
It was reported that during implant, this brand new cardiac resynchronization therapy defibrillator (crt-d) had observations of noise oversensing and pacing inhibition greater than 2 seconds. Ptior to pocket closure, the physician opted not to use this crt-d and used another device. No adverse patient effects were reported. This product has been returned.

Event description:
It was reported that during implant, this brand new cardiac resynchronization therapy defibrillator (crt-d) had observations of noise oversensing and pacing inhibition greater than 2 seconds. ''Ptior'' to pocket closure, the physician opted not to use this crt-d and used another device. No adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.